Manufacturer narrative:
The investigation for the reported placement signal issue has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. There was no issue found during the case. The pump was never activated by the user. The returned device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. A case start issue was reported after prepping the device. The console advanced to the placement screen without turning the pump on. A new console was used; however, with same results. A new pump was opened and prepped without issue. No patient harm was reported.